Event description:
It was reported that during reprocessing of the prograsp forceps instrument, it was noted that the wire on the instrument is beginning to fray. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable at the distal clevis hub is frayed. No damage was found at the clevis and the other cable were not damaged. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal. Engineering concluded that damage to the main tube was likely due to instrument collisions or rough handling. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage found to the instrument's main tube malfunction could likely cause or contribute to an adverse event.